Event description:
The lay user/patient contacted lifescan alleging the meter has a cloudy display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
It was reported that during an interventional procedure, a stent balloon detachment occurred inside the patient. The lesion details are unknown. The express ld iliac/biliary stent was advanced to the lesion and the balloon "sheared off from the catheter inside the patient." An surgical cut down was performed to retrieve the balloon from the patient. The procedure was completed with this device. The patient status is "stable."

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. Meter found with white spots and residue in display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.